Event description:
It was reported the screen of the programmer is cracked. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the screen of the programmer is cracked. Analysis found the programmer displayed an overheat message due to the power supply. Display is distorted after the overheat message. Analysis also found the system fan is noisy and both keyboard hinges are broken. Concomitant products: product ID 229047 analyzer. (B)(4).